Event description:
It was reported that the patient presented to the emergency department after a fall. Loss of capture (loc) for an unknown duration was observed on this right ventricular (rv) lead. The patient was reported to be 62 percent ventricular paced and was noted to be in atrial fibrillation (af) with the device programmed vvi as a result. An attempt was made to assess the presenting rhythm, however, review of the presenting electrogram (egm) showed the atrial signals over the ventricular channel. The physician noted that an x-ray was performed and would be reviewed to assess lead placement. Additional information from the local field representative noted that the patient was found to be in af with rates in the 70-80 beats per minute (bpm) range. No additional information was obtained regarding the root cause of the loc or outcome of the x-ray. The patient was then discharged from the hospital and has not been in contact with their following physician since. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct field h6: device codes.

Event description:
It was reported that the patient presented to the emergency department after a fall. Loss of capture (loc) for an unknown duration was observed on this right ventricular (rv) lead. The patient was reported to be 62 percent ventricular paced and was noted to be in atrial fibrillation (af) with the device programmed vvi as a result. An attempt was made to assess the presenting rhythm, however, review of the presenting electrogram (egm) showed the atrial signals over the ventricular channel. The physician noted that an x-ray was performed and would be reviewed to assess lead placement. Additional information from the local field representative noted that the patient was found to be in af with rates in the 70-80 beats per minute (bpm) range. No additional information was obtained regarding the root cause of the loc or outcome of the x-ray. The patient was then discharged from the hospital and has not been in contact with their following physician since. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.